Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was high, however, a specific value was not provided. The customer administered a correction injection to address the high bg. A system check was performed verifying the occlusion alarms and a crack/ damage was observed on the cartridge. A cartridge change was performed and insulin deliveries were resumed.